Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was getting a "no device found" screen 16 error on (B)(6)2018. Troubleshooting was not performed at the time of the call as the manufacturer representative was not with the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she thought she was still having issues with the stimulator controller part. The patient reported that she followed up with a manufacturer¿s representative (rep) at her healthcare provider¿s (hcp) office and they had a plan where the rep set it at 1.9v and was going to leave it at that to see how that did. The patient reported that when she first got the implant, she was given the wrong instructions; stated she was given instructions for low dose instead of high dose and so they got that ¿squared away.¿ the patient also reported that on the morning of the report she turned the controller screen on just to check to see if the battery needed charging and the controller showed ¿cannot find device, charger thing that comes up with try again message.¿ the patient did not remember the screen number at the time she saw this message. The patient later confirmed she was seeing screen 27 at the time of the call. The patient confirmed she did press the stimulation on/off button and it was reviewed that this was why the patient got the screen 27. The patient then reported that the controller screen popped up with the message like she had the recharger plugged into the controller. The patient reported that the message was ¿cannot find device, reposition recharger and try again.¿ the patient reported that she didn¿t have the recharger plugged into the controller or didn¿t have it anywhere near the controller. The patient reported that after she followed up with the rep in office like a week ago or so, the rep¿s ipad showed that she had the implant device off 50% of the time, but the patient stated that didn¿t happen. The patient reported that they had questioned if the device was turning off or not because she also had the issue of stimulation still being on even after turning it off. The patient also reported that she just didn¿t feel like it was working. The patient checked the battery level on the call and was able to do so. The patient didn¿t get the message she was alleging showed up when she tried to check the battery level earlier. The patient reported that she would call her hcp because this was not right and has had trouble with this ¿thing.¿ the patient reported this was the second go around and not right and should not have done that. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient claimed that when charging the ins battery status on the controller would switch back and forth between 90 and 100% charged. The patient thought this indicated something wasn¿t working. The battery status indicators were reviewed and the possibility that the ins was right between the bound causing the displayed value to fluctuate. The rep reported that the patient contacted them to ask about a device not found screen and the patient though that it was asking about a recharger when it shouldn¿t. No further complications were reported.